Event description:
Maude event report (B)(4) reported: volun (B)(4) 2012: constant pain in the hip, inflammation, groin and buttocks numbness, tingling, swelling, popping, grinding, squeaking, inability to bear weight, stiffness, pain when walking, standing, sitting, lying down. Pain that radiates to the knee and into the back. Feels like its malfunctioning. Sudden stabbing pain that happens suddenly if try to turn, bend over or lift leg from a standing, sitting or laying position. Constant weakness is associated with all of these other symptoms and problems.

Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. The product experience reporting database indicates there have been no other events for the reported lot ID. Should add'l info become available, the eval summary will be submitted in a supplemental report.